Event description:
(B)(4). Symptoms of endometriosis, fatigue, pelvic pain, bleeding (sometimes heavy, with clots) between periods, lower back pain, painful intercourse, cramping, digestive issues/constipation, vaginal discharge/discomfort